Event description:
Event description boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) was returned from a funeral home following the patient's death. There are no allegations against longevity or functionality.